Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with all tiles. They are monitoring transmitters on the cns. Biomed rebooted the cns and the issue was still there. No patient(s) harmed during this event.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss in all tiles. They are monitoring transmitters on the cns. Biomed rebooted the cns and the issue was still there. Nk technician did troubleshooting with the biomed who reported that the issue is resolved and that the comm loss message is no longer present. Customer mentioned that there may have been a hospital network issue at the time the reported issue occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4)